Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a planned transcatheter aortic valve implantation (tavi) with an evolut fx+ 26 millimeter valve, a patient with a history of chemotherapy and a porcelain aorta experienced several complications. Access to the aortic valve was achieved retrogradely using a stiff wire and an amplatz left 1 catheter, followed by a balloon valvuloplasty with an 18x40 millimeter vacs ii balloon under temporary pacemaker assistance. The new valve was implanted with satisfactory results. However, the patient's blood pressure, initially at 160/80 mmhg, deteriorated during the procedure. An ultrasound revealed a newly developed pericardial effusion, prompting a pericardiocentesis that alleviated the situation. Approximately 250 ml of fluid was drained, and surgical drainage was performed to identify the source of bleeding. A perforation of the left ventricle was found and sutured. The straight stiff wire used during the retrograde valve passage was retrospectively considered the likely cause of the perforation. The patient was transferred to the intensive care unit in a stable hemodynamic condition with a well-functioning aortic valve.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6)2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5., d4., h4., h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the valve and the delivery catheter system (dcs) did not contribute to the patient's vascular injury.